Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit when plugged in stops. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to verify the unit powering up with audible alarm. To fix this issue, the fse replaced the cable, pneumatic module. The fse also replaced the scroll compressor because that was not passing pressure calibrations. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.